Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, janerås l, breivik h, lundeland b, ringstad ga, stubhaug a. Long-term intrathecal infusion of low-dose morphine effectively relieves symptoms of severe restless legs syndrome/willis¿ekbom disease without inducing opioid tolerance. Pain. 2024;165(12):2693-2697. Doi :10.1097/j.pain.0000000000003311 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Janerås l, breivik h, lundeland b, ringstad ga, stubhaug a. Long-term intrathecal infusion of low-dose morphine effectively relieves symptoms of severe restless legs syndrome/willis¿ekbom disease without inducing opioid tolerance. Pain. 2024;165(12):2693-2697. Doi :10.1097/j.pain.0000000000003311 a patient with a history of restless leg syndrome had been implanted with a catheter and pump system in 2009. The patient had received morphine 2mg/h over the course of their treatment. In 2016 the patient underwent 2 catheter revisions. This caused an interruption of the infusion therapy resulting in a return of symptoms.

Manufacturer narrative:
Country of adverse event corrected to norway. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.